Event description:
Healthcare professional reported that a patient was injected with 0.35 ml juvéderm® volift® with lidocaine in forehead/temple, and a severe vascular complication occurred. Patient was treated with 0.4cc hyalase®. Two days later, patient was treated 1cc hyalase®. Two days later, patient was treated with 2cc hyalase®. Symptoms resolved five days post-injection.

Manufacturer narrative:
Device analysis: no defect observed on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that a patient was injected with 0.35 ml juvéderm® volift® with lidocaine in forehead/temple, and a severe vascular complication occurred. Patient was treated with 0.4cc hyalase®. Two days later, patient was treated 1cc hyalase®. Two days later, patient was treated with 2cc hyalase®. Symptoms resolved five days post-injection.

Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 0.35 ml juvéderm® volift® with lidocaine in forehead/temple, and a severe vascular complication occurred. Patient was treated with 0.4 cc hyalase®. Two days later, patient was treated 1 cc hyalase®. Two days later, patient was treated with 2 cc hyalase®. Symptoms resolved five days post-injection.